Event description:
The customer contacted beckman coulter inc (bec) to report the fluidics tray was leaking wash buffer onto the counter by the access 2. 2. The user was wearing ppe. No report of injury or user exposure to the liquid waste.

Manufacturer narrative:
Per customer, the wash buffer was spilled due to a leak of the wash buffer reservoir filter screen fitting. Service was not dispatched. Hotline sent the customer a new wash buffer reservoir with fitting. Hardware is the root cause for this event. Bec internal identification (B)(4).